Event description:
It was reported that the patient fell three days prior to the date of this report. The reporter thought that the pump moved ¿a bit.¿ the patient had no symptoms and she felt as though she was getting the medicine. This device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).